Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2016-11141. It was reported that an inaccurate inflation reading occurred. The target lesion was located in the diagonal artery. An advantage balloon catheter inflation device was selected for use and an apex monorail balloon was advanced to the target lesion but did not fully inflate. The physician thought this was due to there not being enough contrast in the contrast/saline mixture. A 2.25x16mm promus premier¿ was then advanced to the target lesion. The delivery balloon did not completely inflate the stent although it was thought a certain atmosphere (atm) pressure was applied. The delivery system was taken out but the stent became stuck on the balloon. The stent was pulled back in the left main artery and was caught on the guide catheter. The stent came off the balloon. The stent went down into the circumflex artery where it was snared and successfully removed from the patient's body. It was then observed that the inflation device was not going down to zero but was stuck at 4 atm and not giving the correct pressure. The physician decided not to place another stent due to this event. There were no further patient complications and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the gauge needle was at 5 atm when received. The device does not have visual defects. A functional test of the complaint device was carried out using a bsc stopcock. The device locking mechanism test was completed where the plunger handle is rotated to achieve 26atm¿s. The needle would show an increase in pressure; but when pressure was released, the needle returned to 5 atm. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-11141. It was reported that an inaccurate inflation reading occurred. The target lesion was located in the diagonal artery. An advantage balloon catheter inflation device was selected for use and an apex monorail balloon was advanced to the target lesion but did not fully inflate. The physician thought this was due to there not being enough contrast in the contrast/saline mixture. A 2.25x16mm promus premier¿ was then advanced to the target lesion. The delivery balloon did not completely inflate the stent although it was thought a certain atmosphere (atm) pressure was applied. The delivery system was taken out but the stent became stuck on the balloon. The stent was pulled back in the left main artery and was caught on the guide catheter. The stent came off the balloon. The stent went down into the circumflex artery where it was snared and successfully removed from the patient's body. It was then observed that the inflation device was not going down to zero but was stuck at 4 atm and not giving the correct pressure. The physician decided not to place another stent due to this event. There were no further patient complications and the patient's condition was fine.